Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer sometimes had a no delivery alarm. Caller was not able to check anything since the pump was with her daughter. Customer was advised to call back. No further assistance needed.